Event description:
Event description guidant received information that during implant of this cardiac resynchronization therapy defibrillator (crt-d), the shock impedance was 58 ohms. Subsequent to that, the impedance measurements were consecutively 119, 120, and 123 ohms. Through the old device, the impedance had been 45 ohms and consistent. The lead was chronic. It is reported that the setscrews were heard to click. Upon inspection, it was found that the distal df-1 setscrew was stripped and would rachet in either direction without moving. The device was replaced with another guidant cardiac resynchronization therapy defibrillator (crt-d) and will be returned for analysis.